Manufacturer narrative:
Description of changes: field b4: added "date of this report" 05/28/2024. Field g3: updated "date received by manufacturer" to "05/16/2024". Field g6: checked "30 days", updated to "follow-up, # 1". Field h2: checked "device evaluation" field h3: updated "yes" field h6: added "type of investigation" code "10", added "investigation findings" code "3224", added " investigation conclusion" code "4307". Field h11: added description of changes. File attachments: attached device evaluation.

Event description:
A customer reported that during an aneurysm surgery procedure, the kinevo 900 was not in focus when red dots came together. There was about a 10-15 minutes delay as the customer had to reboot the microscope a couple of times. No patient injury was reported.